Event description:
On (B)(6) 2010, our (B)(4) affiliate received information from a patient. The patient had been wearing 1-day trueye contact lenses (narafilcon a). Narafilcon a lenses are not marketed in the us. The patient reported sleeping in the lenses, 1-day acuvue trueye lenses are labeled for overnight wear. The patient noticed "something like a white film on the black part of the eye." The patient was seen at (B)(4) eye clinic on (B)(6) 2010 and was diagnosed with microbial keratitis (mk) in both eyes. This record is for the event in the left eye. They said he/she was instructed to discontinue contact lens wear "for a while". The patient returned to the clinic on (B)(6) 2010. The patient was prescribed cravit and bestron eye drops, tarivid eye ointment and clarith tablets. A follow-up call to the patient was made on (B)(4) 2010, the patient said that at the (B)(6) 2010 visit, the patient was told his / her condition was improving. The patient said he/she was told by the ecp that the contact lenses (cl) was not the cause of the mk, but the patient suspects that the symptoms were related to cl wear because it is the first time the patient had these symptoms. The patient was wearing eye glasses at that time. The patient would not provide our (B)(4) affiliate with written consent to speak with his/her treating eye care professional. The patient also refused to be contacted for any additional information. No further information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot history review indicated that this lot was manufactured under normal conditions. If additional information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method - device not returned. No evaluation will be performed. Conclusions - no conclusion can be drawn.